Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted in a patient with concurrent use of extracorporeal membrane oxygenation (ECMO). The patient subsequently experienced spinal infarction. No further information regarding the case was provided. The post-procedure outcome was unknown. Stroke is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.